Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported was the adc freestyle libre 2 reader would no longer charge. On (B)(6) 2021, as a result, the customer was unable to treat themselves and was provided with an injection of hypo kit by an hcp for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.